Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 16mm x 100mm x 8ml bd vacutainer® plus plastic collection kit towelettes contained foreign matter described as "brownish appearance with dirtiness." No serious injury or medical intervention was reported.

Event description:
It was reported that 16mm x 100mm x 8ml bd vacutainer plus plastic collection kit toweletts contained foreign matter described as "brownish appearance with dirtiness." No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Based on the investigation, a root cause could not be determined. Bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.